Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The location of detachment was tubing connector. The site location is abdomen. The infusion set was in use for 5-6 hours. The issue occured with two infusions sets. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.